Manufacturer narrative:
This follow-up MDR is created to document the corrected implant date and conclusion of the investigation. A titan otr pump, two cylinders and a reservoir were received for evaluation. The inlet tube with connector was detached for testing purposes. Examination and testing of the returned components revealed a separation within abrasion on the longer exhaust tube of cthe pump. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on both exhaust tubes of the pump. Testing revealed these to not be sites of leakage. Abrasion was also noted on the inlet tube of the pump. No functional abnormalities were noted with the pump or either cylinder. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer exhaust tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance for this lot. No capas are associated with this lot.

Manufacturer narrative:
This follow up MDR is created to document the corrected event date and the conclusion of the investigation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing fracture.